Event description:
Patient had fever, redness, and swelling at the site of pacemaker which had been initially inserted 6/5/93. A culture was taken and a staph aureus infection was diagnosed at the site. The old pacemaker was removed and returned to the manufacturer on august 25, 1993. A new pacemaker was inserted on the opposite side without further problem.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.